Event description:
The customer's blood glucose was unknown. It was reported that the customer jumped into the pool with her insulin pump. The customer stated that the buttons were not responding. The customer stated that there was no water under the screen but that there were some scratches. The customer was still able to read the screen. The customer also mentioned that she received a motor error alarm when attempting to rewind the insulin pump. The customer was able to clear the alarm, but, upon rewinding the insulin pump again, she received another motor error alarm. The customer was disconnected from the insulin pump and had already reverted to a back-up plan. Nothing further reported.

Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners and reservoir tube. Unit received with minor scratched lcd window. Unit received with stripped battery cap coin slot.